Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. The customer reported that he find hard to read the screen because some moisture traces can be seen under the display. The customer reported that pump was exposed to fluids. The customer was advised that we will replace the pump.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked reservoir tube, a corroded battery tube, and minor scratches on the lcd window.